Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1, e3. Contact person additional details: name: (B)(6). Email: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation findings).

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump(iabp) battery was not charging. There was no patient involved.

Manufacturer narrative:
Other contact person: (B)(6). A getinge fse visited onsite and found that the unit was not properly seated in cart. Upon reseating unit, the batteries started charging. Batteries were at full charge and showing a solid light on the cart upon my arrival. Logs show no issues or external errors. Issue found to be user error. Device ready for patient use. Returned for clinical use.